Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly stored in the meter's memory. Additionally, the device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date for the contour meter with serial # (B)(6) as 28-may-2008. The correct device manufacture date is 27-aug-2019. Section h4 has been updated.

Event description:
The customer from italy reported that his blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # left blank as it could not be determined based on the available model #.